Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that subsequent impedance measurements were within normal range. The physician will continue monitoring the patient. No adverse patient effects were reported. The system remains in service.